Event description:
Complaint no: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product back. However the sample could not be received. The investigation has been performed based on the similar complaint showing similar failure( 228370). According to the investigation results of the complaint #(B)(4); ''a quadrox-I was cleaned with sodium hypochlorite. Leak test was performed. A leak at the luer lock of the blood inlet connector can be confirmed. One crack runs over the whole luer lock. The other crack runs only from the middle of the luer lock to the connector. No other abnormality was detected. '' based on this failure could be confirmed. The most probable cause is excessive force on product. Device history record review for batch 92260591 has been performed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. Device history record review for the oxygenator could not be performed since the information of lot number and serial number is unknown. Sap and one track trend searches were performed for the last 12 months.(B)(4). Due to this information no systemic issue could be determined. The reported failure did not contribute to a death or serious injury. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
If any uncertainty contact the local ssu immediately###: oxygenator entry luerlock leakage detected in the incident. Complaint no: (B)(4).